Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unspecified capture anomaly issue was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.